Event description:
Indication: common variable immunodeficiency, unspecified hyqvia strength: 30gm/300ml and 5gm/50ml. Pt stated the curlin pump (serial number: (B)(6); maintenance due not provided) is giving him an error code of air in line. Pt has already primed/cleared the line and confirmed no air present and has already reset the pump and restarted the infusion. Pt stated he has done this a few times now and the curlin pump keeps sounding the alarm. Advised pt that he has already completed the manufacture guidance for this alarm and that the pump will need to be replaced. Advised pt we can replace the medication and pump. Pt stated that he wants to try and finish the infusion tonight by running and then resetting the pump. Pt was about 15 minutes into 2 hour infusion and wanted to finish. Advised to contact the on call rph with further questions/problems tonight. Pt stated he will call pharmacy tomorrow. Reported to (B)(6) by pt/caregiver.